Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in fair condition with few parts damaged. During functional testing, the reported complaint was confirmed. The root cause of the reported issue was found to be the air detector sensor wire was loose at connection to the sensor board. Reconnected h-31b wire back into sensor board. Powered on the device and it did not alarm. Replaced old style float switch to new style. Replaced damaged compressor outlet , drain valve, and fan guard. Installed disposables and tempcheck test fixture. Powered on the device and performed 30 minute heat check and measured temperature. Check all disposables/ tubes alarms. Device passed all functional and electrical tests.

Event description:
It was reported that there was air in line detector constantly going off. No patient injury was reported.